Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient encountered four infusion sets cannula kinked events on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024 within 3 hours after insertion. The site of location was abdomen and leg. Patient replaced infusion set and resumed insulin successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information,

Manufacturer narrative:
(B)(4) - device 2 of 4.